Event description:
A malfunction was reported by the customer regarding their pump, but there was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the malfunctioning pump and was sent a replacement with updated software. The customer was informed to use multiple daily injections as a backup therapy and was instructed on how to prepare and return the faulty pump to avoid additional charges. Additionally, the customer was advised on programming the new pump settings and connecting their continuous glucose monitor to the replacement pump.